Manufacturer narrative:
E1: phone extension x (B)(6). ; initial reporter zip code - no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion test @ 11.47psi. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device failed the occlusion test @ 11.47psi. Visual/functional testing was performed. The complaint was verified by functional testing. The cause is the intermittent upstream occlusion (uso) sensor. Replaced the uso sensor to correct the issue. The device passed all functional tests after the repair.